Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was a lack of symptoms control. Patient was not willing to answer any questions, said they will discuss this with their healthcare professional (hcp). Additional information was received. Patient reported the reason for replacement was that the device stopped working. At first it controlled the symptoms but it stopped controlling symptoms, so they decided to take it out. The cause of lack of symptom relief was unknown. The device was never returned. They still have the old phone with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.